Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2016 with the following findings: during testing, the battery compartment had two cracks. Unrelated to this issue, it was observed that the u-groove of the pump was damaged and a test clip was not able to securely attach to the pump. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 10/21/2016.